Event description:
It was reported that during the implant procedure, patient's newly implanted atrial lead exhibited loss of capture, high out of range pacing impedance, and high capture threshold. The lead was removed and replaced. The patient was stable.

Manufacturer narrative:
The reported events of loss of capture, high out of range pacing impedance, and high capture threshold were not confirmed. As received, a complete lead was returned in one piece for analysis. Final analysis did not find any indications of conductor fractures or internal shorts. No anomalies were found.